Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to advance a pc400 coil into a penumbra system pxslim delivery microcatheter. After multiple attempts, the pc400 coil was removed and was not used. The procedure continued using new coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
There was no visual damage to the pc400 coil. The outer diameter of the coil, distal detachment tip, and pusher assembly were measured and were within specification. The complaint has been evaluated. The complaint indicates that the pc400 coil would not load into the catheter. Evaluation of the returned device could not be confirmed. The pc400 coil was introduced through the hub of a px slim delivery microcatheter (penumbra product) and advanced distally out the distal tip of the catheter without issue. This confirmed that the pc400 coil was functional. The outer diameters of the pc400 coil were measured within specification. The catheter mentioned in the complaint (type unknown) was not returned for evaluation. The root cause of this complaint cannot be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.